Event description:
After having essure implanted in (B)(6) of 2013, I have suffered from continual abdominal pain and bloating. I finally had my right fallopian tube and ovary removed in (B)(6) of 2014. The pain is still present and I am in the process of discussing a complete or partial hysterectomy with my doctor. We are hoping to at least be able to keep my left ovary. I have lived in pain for nearly two years after this was implanted. I have been to numerous doctors and to the emergency room when the pain get to be more than I can handle. Still have implant in left fallopian tube